Event description:
The consumer reported that the patient's battery only lasted 2 years and they wanted to know if that was normal. It was hot for 3 months before they had it checked by a technician. The patient didn't know why it went dead and when it was checked on (B)(6) 2016, it was the first time they had it checked since (B)(6) 2014. Three months before the check it was feeling very hot, the patient was vomiting more, and had really bad nausea. This was what the health care provider (hcp) said would happen when the battery was dead. The patient had an appointment to see the surgeon on (B)(6) 2016 and hoped surgery was soon after. It was not hot anymore and the patient didn't know exactly how long it had been depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.